Event description:
It was reported that the bd ultra-fine¿ insulin syringe's inner packaging was cracked, compromising the product's sterility. The following information was provided by the initial reporter, translated from chinese to english: "when using the product, it was found that one product had no needle shield and the needle was exposed and bent, the inner package was cracked, and there was an extra needle shield in the other package."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-06. H6: investigation summary customer returned (3) 1cc, 12.7mm, 29g syringes in blister packs from lot # 0280971. Customer states that the inner package was cracked. All returned syringes were examined and all exhibited torn blister packs. Customer states that there was an extra needle shield in the other package. All returned syringes were examined and one sample exhibited an extra shield in the blister pack. Customer states that the needle was exposed and bent. All returned syringes were examined and one sample exhibited a bent cannula. Customer states that one product had no needle shield. A review of the device history record was completed for batch# 0280971. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure package was cracked. Bd was able to duplicate or confirm the customer¿s indicated failure extra needle shield in the other package. Bd was able to duplicate or confirm the customer¿s indicated failure the needle was exposed and bent. Bd was able to duplicate or confirm the customer¿s indicated failure that one product had no needle shield. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe's inner packaging was cracked, compromising the product's sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using the product, it was found that one product had no needle shield and the needle was exposed and bent, the inner package was cracked, and there was an extra needle shield in the other package"